Manufacturer narrative:
Evaluation of the returned device found the set screw on the fio2 knob is loose, the air alarm starts at 30 psi. 3, the balance for .30 and .60 are out of specifications and the unit goes into bypass during balance test. The unit will not alarm during sudden pressure drop but will alarm during testing. This unit is out of calibration. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file# (B)(4).

Event description:
Customer reported the mixer is not alarming when the oxygen or air lines are disconnected. The issue was discovered during testing and no patient incident was reported.